Manufacturer narrative:
An event of bleeding and patient death due to biventricular heart failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The valve was reported to be functioning as intended. Information from the field indicated that the event was classified as most likely to be related to the procedure and possibly related to inadequate cardioplegia. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4), patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 23mm sjm masters series heart valsalva aortic valve graft was chosen for procedure. The device was implanted, and there were no device issues noted during or after procedure. Heparin was administered during procedure. When first attempting to remove the patient from extracorporeal circulation (ecc), it was noted on transesophageal echocardiogram (tee) that the patient had biventricular heart failure. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va-ECMO). On (B)(6) 2022, the patient's hemoglobin was low, and major bleeding was noted due to the heart operation and anticoagulation therapy. Multiple transfusions of red blood cells, platelets, and plasma were given, and surgical re-operation was performed. The patient passed away on 20 may 2022 due to biventricular heart failure. The event has been classified as possibly related to inadequate cardioplegia, therefore this event is being conservatively reported.